Event description:
Ous MDR - after an implantation period of about 31 months, oversensing with inappropriate shocks was reported. As of today, no further information with regard to this incident has been reported to us. This report will be updated should more details become available. The lead was not returned to biotronik. Apart from the shocks no further adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.